Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a onsite service, replacement part orders, part replacement, and resolution. No response or further information was received from the fse. Philips is unable to confirm if troubleshooting and service were completed, or the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device kept turning on and off unexpectedly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.